Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however it ruptured at 10 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).